Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported one false positive flu result on sofia flu+sars. Unknown whether it was on flu a or flu b. Unknown if the result was confirmed. Confirmation method(s) not provided.